Event description:
The duett sealing device was deployed following an interventional procedure via 6 fr sheath in the right common femoral artery. Following the deployment, the pt experienced bleeding and a large hematoma. Treatment consisted of compression, 3 units of packed red blood cells, dopamine (for hypotension) and surgical repair intervention. The event was resolved and the pt's condition stabilized.